Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board (pcb) is out of electrical specification. The pcb was further analyzed and a capacitor was found to have low capacitance. Due to the defective capacitor, the pcb did not stay on for the required amount of time after the battery was removed. Upper case, one bail cover, and battery drawer are broken. Lower case is broken and contaminated. Ring cover is contaminated. Battery flex is corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Upper case, one bail cover, and battery drawer are broken. Lower case is broken and contaminated. Ring cover is contaminated. Battery flex is corroded.

Event description:
It was reported the device powered off when replacing the battery. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.